Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.

Event description:
Doctor reported that implant at tooth site 46 fractured at the collar of the implant and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 46 (fdi) and was used for approximately 9 years, 8 months. DHR review was completed for the subject lot number (62123299). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62123299) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.